Event description:
It was reported that on a 28 september 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered, and the activated clotting time (act) level was 287 seconds. The patient was in sinus rhythm during procedure. The device was partially recaptured twice before being implanted. Two hours after the procedure, an echocardiogram was performed, and a large, circumferential pericardial effusion with cardiac tamponade was noted. An erosion from the occluder damaged the pulmonary artery. It was thought that the amulet occluder was the cause of the event. A pericardiocentesis was performed initially, and an open heart surgery was performed to repair the damaged pulmonary artery. The amulet occluder remained implanted. The patient was reported to be hospitalized and recovering. No additional information was provided.

Manufacturer narrative:
An event of unspecified tissue injury, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on a (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was 287s and a heparin was administrated. The device was recaptured twice. After the procedure, on an unknown time patient had a tamponade. A pericardiocentesis was performed initially and a open heart surgery to repair the damaged pulmonary artery. The amulet remain implanted. The patient was hospitalized and recovering.